Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: conduction disturbances are a known potential adverse effect as documented in the corevalve instructions for use (IFU), and can be resolved with the implant of a permanent pacemaker. (B)(4).

Event description:
Medtronic received information that 2 days following the implant of this transcatheter bioprosthetic valve, new onset left bundle branch block (lbbb) was noted. Intermittent complete heart block (chb) was noted 3 days post-implant. Subsequently, a permanent pacemaker was implanted one week post valve implant. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.